Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "quick onset repeat grade 4 capsular contracture", "infection", "abscess", and "exposed implant".

Event description:
Healthcare professional reported for right side "strange bump", "abt and wound care discussed with hcp", "lump on the right breast incision worsened", the "lump is tender", "erythematous tender mass on ... Right imf incision", "lesion continues to worsen", "right breast abscess", "quick onset repeat grade 4 capsular contracture", op report diagnosis of ¿right breast exposed implant with infection¿. Procedural incision and drainage with complex closure for right breast abscess was performed on (B)(6) 2025. The device has been explanted.